Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. The patient initially called to report a sensor failure. During the call, they mentioned an unreported hospitalization event that occurred on (B)(6) 2024. The patient couldn't recall the exact issue on her dexcom, but she alleged that she was hospitalized due to a dexcom malfunction. The patient couldn't remember the exact date, but she said that it was approximately on (B)(6) 2024 when she was sleeping when her son noticed that she was unconscious. The patient couldn't tell details nor the cgm value at the time of the event as she was unconscious. Her son called an ambulance for medical assistance and the patient was taken to the hospital. She still couldn't tell if there was a bg test done at the hospital as she was unconscious, but she told that she was admitted to the intensive care unit (ICU) due to diabetic ketoacisosis (dka) and was discharged on (B)(6) 2025. The patient couldn't remember what medications or treatments were provided to her and couldn't remember her bg readings upon discharge. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Data was provided for evaluation. A review of the performance data indicates that the sensor session started at 8:20 am on (B)(6) 2024. The session lasted 9 days and 7 hours before ending due to progressive sensor decline. There were no bg meter calibrations performed during the entire session. On the date of the event, the data indicates that there were several instances of brief sensor issues (sensor noise), lasting from 5 minutes to 35 minutes in length. The data also contains several glucose alerts. Each alert performed as intended. The allegation and probable cause could not be determined. Additionally a correction is required from the initial MDR, her son called an ambulance for medical assistance and the patient was taken to the hospital. She still couldn't tell if there was a bg test done at the hospital as she was unconscious, but she told that she was admitted to the intensive care unit (ICU) due to diabetic ketoacidosis (dka) and was discharged on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "her son called an ambulance for medical assistance and the patient was taken to the hospital. She still couldn't tell if there was a bg test done at the hospital as she was unconscious, but she said that she was admitted to the intensive care unit (ICU) due to diabetic ketoacisosis (dka) and was discharged on (B)(6) 2025."